Event description:
A report was received from the distributor that "during a lasik procedure, the laser beam or keratome entered the patient's right eye." The cornea and lens were damaged. An introcular lens was subsequently implanted and the cornea was repaired. The event occured at an international customer account. The automatic corneal shaper (acs) system was not returned for evaluation. No other information is available. Initial information indicates that user error caused this event.